Event description:
Additional information received 5-oct-21: event date was 3-sep-21, found during preventative maintenance (pm) not in use with patient.

Manufacturer narrative:
Other, other text: additional information. D4 UDI is unknown. No product information has been provided to date. D4 catalog number. This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in with a damaged reservoir cover around the screws, bottom of the enclosure around the drain fitting, and display label. Missing components included the printed circuit board (pcb) assembly, 390 block assembly(was converted in the field), j-clip, reflux plug, and tuv label. The line cord and housing both contained normal wear and tear from use. The technician filled reservoir tank with a little water and performed a visual inspection. The reported issue was confirmed. The device was leaking from the cracked enclosure around the drain fitting. The root cause of the reported issue was found to be cracked enclosure., no action taken due to the age and condition. Device will be scrapped.

Event description:
It was reported that the device was leaking from the case. This was found during preventative maintenance.